Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that high impedance was observed due to a connector issue.

Event description:
Caller reported blood glucose results of 243 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
The reported setscrew anomaly was verified in the labor- atory. Visual inspection revealed that the setscrew was stripped and had septum material inside its cavity. This can impede full engagement between the torque driver and the setscrew cavity.